Event description:
Shunt was implanted in 1999. Pt was admitted to hospital; was found unresponsive over last day or so. CT scan showed massive hydrocephalus. When revised, the peritoneal catheter was found to be broken off just beyond the connector. The catheter had pulled off the chest all the way down into the abdominal cavity.